Event description:
It was reported that lag screw cut out superiorly.

Manufacturer narrative:
Device will not be returned. Pt retained. If add'l info becomes available it will be reported on a supplemental report. Add'l devices: 3125-0170s trochanteric nail kit, ti gamma3, 10x170mm x 125, lot# k877484, unk distal locking screw.